Manufacturer narrative:
Result: dampner/shock.

Event description:
It was reported by service report that the bed rail is dropping fast. It is unknown if there was patient involvement or if there are adverse consequences to report.